Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the power shuts off immediately due to faulty power unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis exera ii video system center fails to power on for more than 3 or 5 seconds. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of power failure was confirmed due to faulty power supply. In addition, corroded pip connector and a broken button on the pc board were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.